Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a packing strip. The customer states that a day after a pt was packed with the strips, a nurse went to change the packing strips and the strips had become balled up and they could not remove the packing. Surgery was then called and the incision was made larger and the packing strip was removed.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.